Event description:
Ous MDR - after an implantation period of about 15 months, a shock impedance >150 ohm was reported. No adverse patient side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.